Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that foreign material was found in the reprocessing pump of the endoscope reprocessor. There was no patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, h4, h6, h11. The device was not returned to olympus for evaluation. A field service engineer (fse) inspected the device onsite and replaced the detergent line tubing and the alcohol pump to resolve the issue. Based on the results of the investigation, a root cause could not be identified. The most probable cause was a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.